Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1993 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that: during placement, the guide gets stuck in the patient's vein and breaks down. No other information was provided.

Event description:
It was reported that : during placement, the guide gets stuck in the patient's vein and breaks down. Additional information reported: "the guide to the withdrawal was "untwisted" or "distressed". So not intact. It was removed from the patient but we cannot certify that no end of the catheter remained hooked ...¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. One unraveled guidewire was returned for investigation. The sample exhibited evidence of use. A break was observed in the core wire 47.8 cm from the proximal tip of the guidewire. The weld tip was not present at the distal end of the guidewire. The break in the core wire allowed the coil wire to stretch and unravel over the core wire. The outside diameter of the guidewire was within specification. It was reported that the guidewire was stuck during the placement procedure. The observed damage can occur if the guidewire is retracted through the introducer needle. The instructions for use (IFU) caution, ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no damage associated with the manufacturing process were observed on the returned sample.